Event description:
Information received by medtronic indicated that the user was able to get one successful inflation/ablation with a cryoablation catheter and then received system notice message 22405 (the balloon is not sufficiently inflated) on the cryoconsole. Technical support was called during the case and were unable to resolve the issue with this cryoconsole. The procedure was completed with radiofrequency (rf) ablation rather than cryoablation. There were no patient symptoms or injuries related to this event. Reportable based on analysis of returned console parts completed (B)(4) 2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The low pressure gauge was pegged and replacement of the low pressure gauge and the low pressure regulator internal kit (main valve, main valve seat and spring) resolved the inflation issue. Bin files from the date of event were reviewed and confirmed the reported inflation issue. Suspected defective parts of the cryoconsole were returned for evaluation. The reported issue was confirmed through testing of the returned parts. The stainless steel gauge failed the visual inspection due to the gauge being pegged. The low pressure regulator failed the inspection due to debris; optical investigation revealed presence of debris on the main valve seat and white coating on the piston and the seat. An internal CAPA has been initiated to investigate the condition found. Note: report is submitted late due to a processing issue with esg.